Event description:
During pci, could not cross lesion with balloon catheter stent loaded on catheter. Upon taking catheter out, entering guiding catheter stent slipped off balloon, lost in pt. Pt taken to the or emergently and CABG x 1. Pt doing well.